Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge, even though adequate insulin amount was present and issue had occurred previously. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge, successfully loaded it onto pump with sufficient usable insulin, and was able to resume insulin delivery, with no further issues reported.